Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an alert and requested to proactively change all supplies. The patient requested assistance with an infusion set and cartridge change and reported use of a steel 6 mm contact/detach infusion set. The patient was guided step by step through preparation and placement of a new infusion set and cartridge. This included assembling the new infusion set, preparing a new cartridge, removing the existing infusion set, rewinding the device, removing and discarding the old cartridge, infusion set, and connector, inserting the new cartridge, securing the new connector and tubing, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin delivery was successfully resumed. The patient reported awareness that blood glucose levels were expected to be elevated due to cannula issues experienced prior to sleep and stated they would call back if any additional issues or questions arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.